Event description:
During a lap cholecystectomy procedure, they would fall off of the tissue. It looked like the clips would hold but when they went to clip another one it just fell off. Completed procedure with the same device. No pt consequence. No device returning.